Event description:
The dome part was detached from shaft and into patient's stomach. This was found when the catheter was pulled out percutaneously. Unknown if dome passed or was endoscopically removed from patient.